Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 1100 mg/dl. The customer was treated by loaner pump. Troubleshooting was done for high blood glucose and under delivery. Insulin pump had insulin flow block alarm. Customer stated that insulin exited at quick release. Customer was declined troubleshooting for high blood glucose, displacement test was passed. Customer was treated by shots in the hospital. The customer was wearing the insulin pump during the hospitalization. Based on customer report customer does not allege pump was under delivering. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test. Device received with scratched case, pillowing keypad overlay, cracked select button keypad overlay, torn serial number label and minor scratched lcd window. (B)(4).